Event description:
The rep confirmed that the explant of the extension was on (B)(6). The ins replacement surgery was for a battery issue. The high impedances resolved with replacement of the extension.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial#: (B)(4), explanted: (B)(6) 2016, product type: extension . (B)(4). Device analysis for extension nkn055866v revealed extension body conductor broken 5-10cm from proximal end. Conductors 0-2 were broken 9.6cm from the proximal end. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The company representative (rep) reported abnormal lead resistance value. After a new implantable neurostimulator (ins) was connected during the replacement surgery, a high impedance value was confirmed when the impedances were measured. High impedances were also observed in some of the electrodes before the operation, so the adapter (extension) was presumed to be damaged/broken. No x-ray was taken. No situation in particular was known that would have contributed to the event. Troubleshooting was performed of disconnected and reconnected the extension several times during surgery. Also tried connecting it to the old ins, but high resistance value did not change. The issue was not resolved at the time of this report. It was confirmed that the new ins was implanted. The extension was left alone today and will be replaced on (B)(6). The severity of the event was not severe. The patient was alive with no injury. The indication for use included parkinson's disease. Reference manufacturer report # 3007566237-2016-02391.